Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. It was also reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. A multiple dose injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.